Event description:
Information received indicates that just prior to clinical use and before sterile transfer of the unit to the operating table, the distal tip component detached from the product. The device was not used and was replaced at set-up with no report of patient involvement.